Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch verio flex meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The reporter informed the csr that the alleged product issue first occurred 1-2 months prior to the alert date of (B)(6) 2018. The reporter did not know any specific blood glucose results which were obtained at this time. The patient manages their diabetes with insulin (no adjustments) and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reportedly developed the symptom of ¿sweat¿ ¿pretty quick after¿ the alleged product issue occurred, but reportedly did not require any form of treatment as a result of this symptom. At the time of troubleshooting, the csr noted that the reporter did not have control solution available to walk through a control solution test. The unit of measure was set correctly. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate high results with the subject meter.